Event description:
Ivc legal received information that a consumer was allegedly injured when an unidentified invacare wheelchiar tipped backwards, causing the consumer to fall. No details of the alleged injury have been provided. No model and/or serial number of the wheelchair are known at this time.

Manufacturer narrative:
(B)(4) 2012 - follow-up #001 - initial (B)(4) issued mfg report #1525712-2011-00587 with an unknown model number and unknown serial number. The model number is trex20rf and the serial number is (B)(4). No RMA as been issued for the return of this wheel chair. It is unknown if this is a mechanical (manual) wheelchair or a powered wheelchair. For this MDR the wheelchair type was identified as a powered wheelchair. The model is unknown. The serial number is unknown. The age of the device is unknown. Invacare provides warnings and cautions emphasizing tipping wheel chairs on stairs and using ramps. The environmental conditions at the time of the tipping is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers experience with the device is unknown. It is unknown if the tipping was due to user error or from an actual malfunction.

Manufacturer narrative:
No RMA as been issued for the return of this wheel chair. It is unknown if this is a mechanical (manual) wheelchair or a powered wheelchair. For this MDR the wheel chair type was identified as a powered wheelchair. The model is unknown. The serial number is unknown. The age of the device is unknown. Invacare provides warnings and cautions emphasizing tipping wheel chairs on stairs and using ramps. The environmental conditions at the time of the tipping is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers experience with the device is unknown. It is unknown if the tipping was due to user error or from an actual malfunction.

Event description:
Ivc legal received information that a consumer was allegedly injured when an unidentified invacare wheelchair tipped backwards, causing the consumer to fall. No details of the alleged injury have been provided. No model and/or serial number of the wheelchair are known at this time.